Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported "a PICC with a fracture in it at the 3cm mark. Patient came into the hospital today as an outpatient with the complaint that her PICC would not draw blood or flush. PICC nurse went to access the line and when trying to flush noticed that it was leaking saline out of the insertion site. PICC was retracted and fracture was observed in the 3cm area. The PICC line was also kinked back on itself. The PICC team assumes that between 1/21 and 2/2 and forced back in which caused it to kink on itself. Then when trying to flush or aspirate it wouldn¿t work. Potentially forcing the flush caused the rupture. He inserted the PICC on the 21st and said it went in easy with no resistance."

Event description:
It was reported "a PICC with a fracture in it at the 3cm mark. Patient came into the hospital today as an outpatient with the complaint that her PICC would not draw blood or flush. PICC nurse went to access the line and when trying to flush noticed that it was leaking saline out of the insertion site. PICC was retracted and fracture was observed in the 3cm area. The PICC line was also kinked back on itself. The PICC team assumes that between 1/21 and 2/2 the patient had a dressing change. They speculate that the PICC was pulled out a little and forced back in which caused it to kink on itself. Then when trying to flush or aspirate it wouldn¿t work. Potentially forcing the flush caused the rupture. He inserted the PICC on the 21st and said it went in easy with no resistance."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), labeling, sample analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a split in the catheter was confirmed and appears to be related to the product use. The product returned for evaluation was a 4fr s/l powerpicc solo catheter. The print was completely worn off the extension leg and the depth markings between 0cm and 4cm were worn. The catheter maintained a wavey shape memory. Circumferential impressions were seen in the extension tubing just distal of the luer adaptor and at the 1cm depth marking on the catheter shaft. These impressions were likely the result of the catheter being kinked in these locations. A semi-circumferential split was seen in the tubing between the 2cm and 3cm depth markings. The tubing was slightly elliptical at the split site, indicating a potential kink in that location. Microscopic examination of the split site revealed a dull and granular break surface. The length of the split in the tubing was measured as 0.05764¿ long. When an attempt was made to flush the catheter with water from a 12cc luer-lock syringe, a spraying leak was observed emanating from the split in the catheter. Dimensional analysis of the catheter shaft, at the distal end, revealed that the outer diameter, inner diameter, and wall thickness were all within the device specifications. Examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The description of the event and the investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack in the catheter.